Event description:
Caller reported that a malfunction occurred on pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with this process. After resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred. No additional information was received regarding any further actions.